Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was visually inspected under microscope at 10x magnification. Scarce ovd (ophthalmic viscoelastic) residue and particles were observed on the lens, a typical condition observed on a handled lens. The lens was cut in half, related to the explanted process. The issue reported by the customer was not verified by the inspection due to lens condition. Manufacturing record review: the manufacturing records for the lens were reviewed. The manufacturing process record (po) was evaluated and the lenses were manufactured within specifications. The units were released according to specification. The miq (measurement iol quality) optical inspection documentation was reviewed. The miq documentation did not show any irregularity through the process. The lens diopter result showed the lens diopter measurement result is within specification. Product labeling was reviewed and results were within specifications. The diopter of 22.0 assigned to this production order was achieved on the lens as required. No deviation was issued during this the manufacturing process. Based on the investigation, there is no indication of a product quality deficiency. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lens. The dfu warning section additionally provides the potential risk/benefit ratio for patients under certain circumstances. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to a refractive surprise. No further information was provided.